Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under their right side and back from lifevest equipment. The rash is described as red, inflamed and open. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician prescribed nystatin and clotrimazole- betamethasone for the skin irritation. Follow up indicated that the medications helped the skin irritation to improve.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Per additional information, a us distributor reported that a patient's electrode belt was damaged. A us distributor contacted zoll to report that a patient developed a rash under their right side and back from lifevest equipment. The rash is described as red, inflamed and open. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician prescribed nystatin and clotrimazole- betamethasone for the skin irritation. Follow up indicated that the medications helped the skin irritation to improve.